Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to fully power on) was confirmed. Upon investigation the charger/modem was resetting and unable to charge battery packs. The charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board. The root cause for the u1003 and u104 failure could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor reported that a patient's battery charger/modem would not fully power on.

Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to fully power on) was confirmed. Upon investigation the charger/modem was resetting and unable to charge battery packs. The charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board. The root cause for the u1003 and u104 failure could not be positively identified. Battery charger sn (B)(4) mfg. Date: 07/07/2011. No adverse event resulted from the defective battery charger/modem. Device evaluation of battery sn (B)(4) has been completed. The reported problem (unable to charge) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. Battery sn (B)(4) mfg. Date: 07/19/2016. No adverse event resulted from the defective battery.

Event description:
A us distributor reported that a patient's battery charger/modem would not fully power on. It was also reported that the patient's battery was unable to charge.